Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that "77" was displayed on his infusion device. He stated his power pack had been in use for 3 weeks. He stated he was aware of the power pack recall, but he was on vacation and had not changed the power pack. He was advised on the importance of changing the power pack every 2 weeks. The patient inserted a new power pack into the infusion device and it operated properly. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.